Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl at the time of incident and the current blood glucose level was 175 mg/dl. Customer currently reporting any symptoms related to their high blood glucose was nausea, difficulty breathing. The customer was assisted with troubleshooting. The customer was treated with 8 units in syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer performed the displacement test and it passed with no anomalies but at the moment to try and place the new reservoir, the pump triggered the alarm infusion blocked, asked to use another set and to perform the process once more. The insulin pump was working correctly. The insulin pump will not be returned for analysis.